Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma late", "thin pool of fluid" around implant.

Event description:
Healthcare professional reported "seroma late" and "thin pool of fluid around it". This record is for the right side. Device remains implanted.